Event description:
The pt experienced, a loss of stimulation sensation following a series of falls. The pt reported that she fell down stairs "multiple times over a year ago." She said that she had four "wires" that were "not connected." The pt also reported that she was having difficulty charging her device. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).